Event description:
During a laparoscopic hernia repair, it was reported by the affiliate that the device hammed. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: two twisted staples jammed in the cartridge nose, followed by an inverted staple, which were removed. The instrument cylced, fired and properly formed the 20 remaining staples without incident. Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during durgery may have been due to 2 twisted staples and an inverted staple which caused the instrument to jam. The instrument was received with 2 twisted staples jammed in the cartridge nose, followed by an inverted staple. There was excessive dried body fluids in the cartridge assembly. The 2 twisted staples and the inverted staple were removed from the cartridge nose and the instrument was cycled, fired, and properly formed the remaining 20 staples intermittently. It was concluded that the intermittent feed was due to the excessive dried fluids in the cartridge assembly. It was concluded that the inverted staple had caused the staples to twist when fired, and that the inverted staple was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve co's products.